Manufacturer narrative:
To date, the device has not been returned. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had no image at all. There were no reports of patient harm.

Event description:
The issue was found, before procedure. During testing, for a therapeutic digestive intervention. There was no delay. And no patient involvement in this event.

Manufacturer narrative:
This supplemental report is being submitted, to provide the results of the legal manufacturer's final investigation. As well as, additional information provided by the customer related to patient, event and procedure. The device was returned to olympus for evaluation. And the customer's allegation was confirmed. The endoscopic image could not be displayed, due to cable unit twisted. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure. Which, is expected or random component failure without any design or manufacturing issue. A device history review: DHR of the current product was conducted. And no issues were found. Olympus will continue to monitor field performance for this device.